Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage. The following information was provided by the initial reporter: pharmacy stated that there was a leakage from 1 syringe while administering the shot on a patient.